Event description:
It was reported that the right atrial lead dislodged and was capped on (B)(6) 2015. The lead was explanted on (B)(6) 2015 during an associated lead revision procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).